Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead exhibited dense, low amplitude, reproducible noise on the ventricular rate/sense channel which inhibited pacing in this pacemaker dependant patient. The noise is recreated with deep breathing/bearing down, in most sensitivity. All lead diagnostics are consistent and good.